Event description:
Based on new information received during the investigation, this event will now be sent under MFR number 0002648920-2019-00723.

Manufacturer narrative:
Based on new information received during the investigation, this event will now be sent under MFR number 0002648920-2019-00723.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 2014. Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 6 catalog#: 42500006001 lot#: 62796043, unknown articular surface catalog#: ni lot#: ni. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a initial left total knee arthroplasty. Subsequently, the patient underwent a revision a revision due to tibial loosening.